Event description:
It was initially reported by an integra sales rep that the pt's skull was penetrated with the skull pin from mayfield and caused a puncture in the dura. It was then reported by the user facility that movement was noted after the physician applied the mayfield skull clamp with the first set of pins. The pins were changed to second set of pins and the clamp was reapplied by the physician. Movement was again noted. A second physician reapplied the second set of pins and no movement was noted. The surgery began. During surgery, it was discovered that pin on the left side perforated the skull. Surgery was continued and no pt sequelae was noted from the pins mayfield adult reusable skull pins (steel) (B)(4) were used. Cross referenced to uf/importer report #: (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.